Event description:
Boston scientific received information that the patient with this cardiac resynchronization therapy defibrillator (crt-d) reported hearing beeping tones. The patient was seen in clinic for follow up where the device was interrogated. Upon interrogation a code 1003 indicative of battery voltage too low for the projected remaining capacity was displayed. Disk analysis showed the battery appears to be depleting more quickly than expected. Device replacement was recommended. A request for additional information has been made. As of today, available evidence indicates that the device remains in service.

Manufacturer narrative:
Additional information has not yet been made available. When additional information becomes available, this report will be updated.

Manufacturer narrative:
(B)(4).

Event description:
Subsequent information indicates that the patient was seen for a changeout procedure where the device was explanted and replaced. The device has been returned for analysis. There were no adverse patient effects.

Manufacturer narrative:
The device is currently undergoing analysis. When additional information becomes available, this report will be updated.

Manufacturer narrative:
Upon receipt at our quality assurance laboratory, this device was thoroughly inspected and analyzed. Review of the device memory confirmed that low voltage alerts (code 1003) had been recorded. External visual inspection of the device noted no anomalies. Initial automated testing verified basic sensing, pacing and shocking functions of the device. Using historical daily battery voltage measurement data, engineers determined that this device was demonstrating behavior consistent with a high current condition associated with compromised low voltage (bypass) capacitors connected to the device¿s battery. Low voltage capacitors are used in the device¿s high-voltage charging operation in order to facilitate fast charge times. Malfunction of these capacitors resulted in a high current drain, which was depleting this device¿s battery faster than normal. On august 29, 2013, boston scientific distributed a letter to physicians concerning this issue. This letter informed physicians that, in a subset of devices, the performance of a low voltage capacitor may be compromised over time, causing increased current drain that can lead to premature battery depletion. This device is a part of the identified population.